Event description:
It was reported, during an implant procedure, vtip svc >4,000 ohms with the analyzer on three successive leads were observed. Vdefib measured approximately 55 ohms, but svc was >200. A third lead was used in the end and measured okay with the device. Further note indicated the introducer was still in the vein during testing and suggested insulating the svc coil from the body may have been the cause of high impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) and (B) (4): devices not returned/received. Further investigation is not possible without the device.